Manufacturer narrative:
The investigation has determined that lower than expected vitros tropi es results were obtained from a single patient sample and three levels of non-vitros biorad qc fluid when using a vitros immunodiagnostic products tropi es reagent on a vitros 5600 integrated system. A definitive assignable cause for the lower than expected results could not be determined with the information provided. As the customer has claimed the patient suffered a myocardial infarction, ortho has decided to conservatively report the lower than expected patient sample result. The customer was not processing any qc fluids to verify the performance of the vitros tropi es reagent at any point of the reagent use. The lower than expected results were obtained on an expired calibration that had not been verified by the use of qc fluids. The customer is not following good laboratory practices and is not following the guidance inthe vitros tropi es IFU to run appropriate qc fluids and to recalibrate every 28 days. Therefore, the absence of acceptable laboratory practices cannot be ruled out as a possible cause. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be completely ruled out as within run precising testing was not performed when requested. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3990. (B)(4).

Event description:
The investigation has determined that lower than expected vitros tropi es results were obtained from a single patient sample and three levels of non-vitros biorad qc fluid when using a vitros immunodiagnostic products tropi es reagent on a vitros 5600 integrated system. Patient sample 1 result of 0.018 ng/ml versus the expected result of 54.9 ng/ml. Biorad l1 result of 0.012 ng/ml versus the expected result of 0.549 ng/ml. Biorad l2 result of 0.012 ng/ml versus the expected result of 4.28 ng/ml. Biorad l3 result of 0.020 ng/ml versus the expected result of 19.2 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tropi es patient sample result was not reported from the laboratory and the lower than expected vitros tropi es quality control sample results were not obtained from patient samples. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).